Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 08/24/2015 with the following findings: the battery cap was not returned; therefore, a test battery cap was used to complete investigation. Investigation revealed a battery compartment crack from the case the seal to the top of the battery compartment. (B)(6).

Event description:
The pump was returned for investigation. Investigation revealed a battery compartment crack from the case the seal to the top of the battery compartment. There was no reported adverse event associated with this complaint. This report is made based on results of investigation completed on 08/24/2015.